Event description:
A report was received that the patient experienced an allergic reaction to the cannula. It is not known if treatment was provided.

Manufacturer narrative:
Correction to initial MDR in fields event or problem, model # and catalog #.

Event description:
A report was received that the patient experienced an allergic reaction to the cannula over a long period of time. It is not known if treatment was provided.

Manufacturer narrative:
Correction to initial MDR in fields: adverse event or product problem and outcomes to adverse event. Correction to follow-up 1 MDR in sections model #, MFR site, and PMA/510k.

Event description:
A report was received that the patient experienced an allergic reaction to the cannula. It is not known if treatment was provided.